Event description:
It was reported that this pacemaker was suspected to be depleting sooner than expected. The device was explanted and successfully replaced. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to be depleting sooner than expected. A request was made to have data from this device analyzed. The device was explanted and successfully replaced. The device has been returned and is pending analysis. No additional adverse patient effects were reported. No adverse patient effects were reported.